Event description:
It was reported "both tabs broke off when attempting to peel introducer sheath away at end of case". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and a finding was identified; however, without the sample returned for analysis, it cannot be determined if this finding is relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "both tabs broke off when attempting to peel introducer sheath away at end of case". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".